Manufacturer narrative:
(B)(4). Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for oil gel globules with the incident lot was observed. Furthermore, the customer samples were tested and no issues relating to oil gel globules were observed as all results demonstrated satisfactory performance. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for oil gel globules with the incident lot was observed. Additionally, evaluation & testing of the customer samples was conducted and oil gel globules was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had oil gel globules form and cause erroneous results. No report of injury or medical intervention. No report of blood exposure to mucous membrane.